Manufacturer narrative:
Due to hazardous contamination, the devices will not be returned for investigation. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
General report received of an unspecified number of undocumented incidents of difficulty regulating flow; subsequently, the patients received more solutions than intended. The tubing sets were being used to deliver unspecified chemotherapeutic solutions. The clair clamps were being used to regulate the flow. After unspecified lengths of time in use, it was reported "the roller clamps appear to have stayed in place, but the rates spontaneously change to a faster delivery." There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.